Event description:
The device was used during laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly. The surgeon applied another instrument to complete the procedure. The hosp has reported that no pt injury occurred.